Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the image on the video system center occasionally goes black. The issue occurred during preparation for use for a diagnostic otorhinolaryngoscopy procedure that was completed by using the same set of equipment. There was no delay and no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that no image was displayed, when the video connector was wiggled was due to faulty video connector socket. Olympus will continue to monitor field performance for this device.